Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that after turning on, the unit works for 1-2 minutes then the screen goes black when using ac power or battery. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that confirms that ac power was lost but mechanical ventilation continued. This event was not reportable.